Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there are leakage marks and corrosion inside the scope socket and its periphery. A root cause could not be identified. Based on the results of the investigation, it is likely that the error b30 (scope communication error) occurred when connecting 190 scopes due to the corrosion caused by liquid leakage marks inside and around the scope socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source was exhibiting error b30 during an upper gastrointestinal tract procedure when connecting to an unknown specified 190 series scope. The procedure was completed using the same device. There was no report of patient harm.